Manufacturer narrative:
Additional information was received on 23 , 2021 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of black particles. The patient also alleged of having sinus issue, headaches, watering eyes, cough and irritation of the upper airway. There was no report of serious or permanent patient harm or injury. The device is currently at the service center awaiting evaluation. The patient has denied consent to examine the device, therefore the service center cannot/may not examine the device at this time. If any additional information is received, a follow up report will be filed. Section h6 updated in this report.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.